Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrodes. The area was described as an open sore that was bleeding. The patient reported that she is allergic to metal. The patient reported that she sought medical attention, but that her doctor did not prescribe anything and instead asked her to ask zoll if she could place something under the therapy electrodes. It is not recommended to place anything under the therapy electrodes. The patient reported using cortisone cream to treat the irritation. During a follow-up, the patient indicated that the irritation was the same. The final medical outcome of the irritation is unknown.